Event description:
A customer reported a patient experienced a posterior capsular tear during cataract surgery. The posterior capsular tear occurred during the phacoemulsification part of the procedure. An anterior vitrectomy was required and a three piece lens was inserted into the sulcus. The surgeon stated the prognosis was good. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes... (B)(4).